Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 584 mg/dl. It was stated that the customer went for a doctor's appointment and had an asthma attack the week before. The customer stated that she was put on prednisone, which may have caused her high blood glucose. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 330 mg/dl, and she has treated with the insulin pump. Then the customer stated that her glucose level dropped to 121 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.